Event description:
Information received by medtronic indicated that the customer experienced high blood glucose of 580 mg/dl. The customer did not experience any symptoms of high blood glucose. The customer treated with the insulin pump. The auto mode feature was active at the time of incident. The customer was using the insulin pump within 48 hours of reported event. Troubleshooting was performed and there were no air bubbles. The customer declined further troubleshooting. The customer will continue use of the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.